Event description:
Reported stated after reduction with the trial insert, the implant insert was assembled to the baseplate. During reduction with the insert, the joint was not stable. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt.

Event description:
Reported stated after reduction with the trial insert, the implant insert was assembled to the baseplate. During reduction with the insert, the joint was not stable. Another insert was readily available and implanted without incident.